Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, a sureform 60 stapler instrument fired a blue sureform 60 reload and an incomplete staple line was created. The robotics coordinator (the initial reporter) reported that staples were missing from this staple line. Intuitive surgical inc. (Isi) contacted the robotics coordinator and obtained following additional information: the sureform 60 stapler instrument was inspected prior to use with no abnormalities observed. This sureform 60 stapler instrument was used successfully to fire two staple lines prior to this event with no reported complications. The reported event occurred during the 3rd staple fire while the surgeon was attempting to fire blue sureform 60 reload on gastric tissue. The target tissue was not calcified, not exposed to radiation or chemotherapy, not under tension, and was not bunched. Buttress material was not used during this fire. No errors messages were received during this fire. No clamping issues were experienced prior to this fire. It was reported that the surgeon was stapling over existing staples during this fire, but that he has fired over staples before. The robotics coordinator reported that there were unfired staples in multiple locations of the affected staple line. The surgeon sutured the incomplete staple line to close the gastrotomies and continue the procedure. There are no images or videos of this event. Isi has attempted to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Isi received the blue sureform 60 reload involved with this complaint and completed the device evaluation. Failure analysis did not confirm nor replicate the reported event. The stapler reload was found to be returned fully fired without any issues. Due to the returned condition of the reload, the presence of staples during firing could not be confirmed. There were no loose staples found on the reload. The reload was returned with no blade exposed. The reload was disassembled in-house for visual inspection. There was no pusher damage observed. A review of logs shows no firing failures. The reload was found to have cartridge damage. The damage was found to be near the distal end, within the knife track. The root cause of this failure is attributed to the user. The reload was found to have blade damage when the reload was disassembled in-house. The root cause of this failure is attributed to the user. Isi also received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The stapler instrument was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The stapler was retested and fully passed both in-house tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. A review of logs showed no firing failures. No damage was found. The stapler was fully functional. There was no problem detected. A follow-up MDR will be submitted if additional information is obtained. An isi failure analysis engineer (fae) reviewed the stapler logs for this event. Per the fae, the logs show that sureform 60 stapler instrument (part #480460-09, lot #l91220216-0160) was installed 5 times and fired 5 reloads (1 white followed by 4 blue). All firings were completed per the logs with either 0 or 1 pauses for compression. There were no incomplete clamps by this instrument. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass surgical procedure, an incomplete staple line was created after a blue sureform 60 reload was fired on gastric tissue using a sureform 60 stapler instrument. The surgeon sutured the incomplete staple line to close the gastrotomies and continue the procedure. The cause of the operative complication is unknown.